Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 9, 2021, was chosen as the best estimate based on the procedure which happened sometime in 2021 and eight (8) days post-procedure (pod08) ed presentation for hematuria, clot retention, retention and suprapubic discomfort. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1309 captures the reportable event of urinary retention. Patient code e1302 captures the reportable event of hematuria. Impact code f23 captures the reportable event of catheter placement in ed.

Event description:
Note: this manufacturer report pertains to the second of two events reported by the same patient. It was reported to boston scientific corporation that a piranha biopsy forceps was used during a cystourethroscopy with ureteroscopy and resection of ureteral tumor procedure performed sometime in 2021. During the procedure, the acquisition of the biopsy specimen was adequate. Eight (8) days post-procedure (pod08), the patient had an emergency department (ed) visit for hematuria, clot retention, retention and suprapubic discomfort. The patient was told to come to the ed for catheter. After fluids and successful trial of void (tov), the patient was discharged without admission. Per physician's assessment, the event was serious, was probably related to the device, and probably related to the procedure.